Manufacturer narrative:
The device was manufactured between june 19, 2018 - june 20, 2018. Correction/removal report number: 3010291427-09/12/2018-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.